Event description:
It was reported that a non-preloaded monofocal intraocular lens (iol) was explanted from a patient's left eye since the patient experienced blurry vision during a post-operative examination following pseudophakia. This was attributed to a mechanical complication. There was no reported harm to the patient or user. No further information was provided.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6b: if explanted; give date: unknown/information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: device code: 3191 - appropriate device problem term/code not available (this code was used for the reported mechanical complication of iol.) Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.